Manufacturer narrative:
This complaint was reported as a balloon leak. After investigation and review of the complaint catheter it was discovered that the balloon burst circumferentially. A comparative catheter was pulled from stock and tested for rated burst pressure. The catheter burst at 3.5 atm, which is above the labeled rbp of 2.0 atm. It does not state in the report if an inflation device with pressure gauge was used as is recommended in the instructions for use. It is also unk as to whether this device was used more than once or what pressure the balloon was taken to and what pressure it burst at.

Event description:
Balloon started leaking during first inflation.